Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of femoral recon nail (frn) on (B)(6) 2019, the driving cap/threaded broke off at the threads inside of the frn jig at a junction of thread/shaft. It could no longer be struck with a mallet to further seat or back slap to remove the implant. This prohibited further use of insertion handle and impactor for final seating and rotational control of the implant. The nail became incarcerated in the canal and would not fully seat to the desired depth. They needed to remove it in order to further ream and upsize the diameter of the canal to accommodate the nail. The surgeon tried to pull the implant out by hand, decided to lock the implant, and closed. Surgeon planned to revise when proper equipment was available. Fragments were generated but were easily removed. Revision surgery occurred on an unknown date. During the first surgery, rotation of bone segments was locked mal-rotated so revision surgery was performed to correct the alignment. The implant was not changed. Procedure was successfully completed with a surgical delay of thirty (30) minutes. There was no patient consequence reported. Concomitant devices: hammer/mallet (part: unknown, lot: unknown, quantity: 1), radiolucent insertion handle frn (part: 03.033.001, lot: l700508, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.523; lot: l759641; manufacturing site: bettlach; release to warehouse date: april 19, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the distal threaded tip. The broken off distal threaded tip was returned lodged in the related insertion handle (03.033.001). The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description, it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Drawing/specification review: drawings were reviewed during investigation and no design issues were noted. Material/hardness review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Dimensional inspection: no dimensional inspection of the relevant features, distal threads, was able to be completed due to post-manufacturing damage adjacent to the fracture. Conclusion: a visual inspection, document/specification review, and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.